Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1: b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Log review was unable to be performed due to unknown sequence number. Additionally, no photo or video was available for analysis. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted endometriosis resection procedure, the harmonic ace instrument blade broke and fell into the patient. The piece was retrieved during the same procedure. The procedure was completed with a backup instrument and there was no reported injury. Intuitive surgical, inc. (Isi) obtained the following information from the reporter about the complaint: the harmonic ace instrument was inspected prior to use. The surgeon did not observe any problems with the functionality of the instrument during the procedure. A fenestrated bipolar forceps (fbf), cadiere forceps and endoscope were also used during the procedure. The fragment was retrieved through the same incision with a standard laparoscopic fenestrated forceps. The issue caused a delay of less than 15 minutes. There were no post-operative complications, no post-operative examination was performed and the patient current status was good.

Manufacturer narrative:
Additional information can be found in the following fields: d10, g4, g7, h2, h3, h6 and h10. 61 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The harmonic ace instrument was found to have the blade broken. The blade broke at roughly 0.18¿ from the base. The broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device was activated may result in a cracked or broken blade. Blade damage may be detected by the generator with solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure was fatigue failure due to mishandling/misuse. A review of the instrument log for the harmonic ace instrument ((B)(6)) associated with this event has been performed. The instrument was last used on (B)(6) 2020 on system (B)(6). The alleged event occurred on the 1st use. There is no indication that the instrument was used in subsequent procedures after the alleged event reported on this record. Based on the device evaluation results, this MDR is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.